Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 479 mg/dl. Customer treated with bolus for high blood glucose. The product will not return for the analysis.

Manufacturer narrative:
Added concomitant products.